Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy in 11/1997. It was reported by the affiliate there was not a good distal closure of the staples. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, yes/misaligned; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .170 and lockout functional, yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. It could not be determined if this may have occurred in this instance. Mfg and engineering have been notified of the reported incident. Each instrument is evaluating during the assembly process to ensure the clips feed and form properly.